Manufacturer narrative:
Device history logs show issues with oxygen supply pressures. During the investigation, the reported issue was able to be replicated. The device was unable to be calibrated or obtain the setpoint at any sweep.

Event description:
The user reported inaccurate measurements displayed on the system and instability of the system to reach the setpoint. This behavior is considered reportable.